Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: the keypad was found to peeling. A visual inspection of the pump showed two cracks in the battery compartment. No moisture was observed in the battery compartment or in the display lens. A leak test was performed and a leak was found near the display lens-case joint. The keypad buttons were unresponsive during testing. The keypad was removed and no contamination was found under the button contacts. The pump case was opened and moisture was observed on the keypad flex and throughout the pump. Unrelated to the complaint investigation revealed a blank display. A test display was installed and the display functioned properly.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. In addition, the reporter alleged that there was moisture behind the display and inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.